Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a pre-existing flail. A mitraclip xtw was inserted and deployed on the mitral valve without issues. A second clip, a mitraclip xt (51216r1029 ) was then inserted. However, after inserting the clip into the steerable guide catheter (sgc) (51216r1049), air was observed in the sgc and did not maintain column. A decision was made to remove the cli. However, while pulling the clip into the introducer, the clip arm caught the introducer and became stuck on the gripper. The clip was then opened, and it was noted that the introducer was torn. After the clip was removed, aspiration was performed. After a couple attempts, the sgc was removed from the stabilizer, lowered below the patient, and aspiration continued. However, the issue continued to occur. Therefore, a decision was made to stop the procedure. The sgc was removed from the patient. While outside the patient, the sgc was tested, and the column was maintained. The procedure was completed with one clip implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.